Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 80% stenosed target lesion located in the moderately calcified and moderately tortuous right coronary artery. After pre-dilation, a 2.75x28mm promus element plus stent was advanced, but was not implanted. While removing the device, the stent got stuck on the tip of the guide catheter and the proximal portion of the stent got compressed. The damage was noted and the stent, wire and guide catheter were removed as a system without complication. The procedure was completed with two additional stents. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review a supplemental medwatch will be filled. (B)(4).